Event description:
It was reported that there was a communication/telemetry issue; the recharger wasn¿t holding a charge. The recharger appeared to be charging the implantable neurostimulator (ins) as far as the correct screen; however, it showed it charged from empty to full in about 20 minutes and vice versa, it depleted in about 20 minutes showing it was full to completely empty. The recharger battery said it was ¿full¿ but it wasn¿t. A replacement recharger was going to be requested. No diagnostic testing or troubleshooting was performed. The cause of the issue was not determined and the issue was not resolved. No patient injury reported. The manufacturer¿s representative (rep) further reported there was ¿unknown¿ battery depletion and it was unknown if the charger was actually charging the ins. The patient was feeling stimulation but it was unknown whether the ins was holding a charge at this time as the recharger and patient programmer (pp) showed the ins depleted in a matter of 20 minutes of showing full charge (as well as showing fully charged in a matter of 20 minutes from empty to full). Impedance testing, reprogramming, and charging were performed in regards to diagnostic testing and troubleshooting. The cause of the issue was not determined and the issue was not resolved. As a result the patient would be having a complete replacement of the stimulator system in the future. There were no patient symptoms or complications associated with this event. At the time of the report the patient was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37092, lot# 283350002, implanted: (B)(6) 2011, product type: accessory. Product ID: 3 487a-45, lot# v650017, implanted: (B)(6) 2011, product type: lead. Product ID: 3487a-45, lot# v650017, implanted: (B)(6) 2011, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37751, serial# (B)(4), product type: recharger. (B)(4).